Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the connector was bent. There was a breached cut on the outer insulation and visual analysis noted the lead was stretched and damaged at implant. It was also noted in comments that the lead has been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure as the pocket was being closed, oversensing was noted and pacing was being inhibited. The right ventricular (rv) lead was not used and another lead was implanted, however the issues persisted so the device was also replaced. The initial lead was reseated in the device header multiple times and a set screw/grommet issue was suspected. The second rv lead and second device remain in use. No patient complications have been reported as a result of this event.